Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. This MDR is being filed after a retrospective review of all complaint reports.

Event description:
Patient complained of nodules that hadn't resolved 5 months after treatment, and had some watery discharge from one of them. Patient was prescribed oral antibiotics, and has had several courses as well as surgery to remove infected skin.